Manufacturer narrative:
One 2.0 minitac ti was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken distal to the eyelet. The broken portion was not returned. The condition of the anchor indicates excessive force was placed on it during insertion. With the limited clinical details supplied regarding site preparation and procedure being performed a root cause for the reported incident cannot be determined. No root cause related to the manufacturing process can be established. (B)(4).

Event description:
It was reported that during implantation the anchor broke at the end. All broken pieces were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.